Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements. Device data was sent to boston scientific technical services (ts) for analysis and it was found that shock impedances had trended between 140 to 180 ohms over the previous year. It was also noted that a commanded full-energy shock was delivered, likely to test the patient's system, resulting in a code 1005 for shock into an open condition with an impedance value greater than 125 ohms. Tech services noted the code 1005 may have been declared due to the high shock impedance rather than an actual open condition. It was reported the patient refused further follow-up or revision related to this issue. No adverse patient effects were reported. This system remains in service.